Manufacturer narrative:
Concomitant medical products: 30ml syringe, stopcock, neutron, trifuse and central line, therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaky filter while infusing tpn at an unspecified rate. The customer uncertain how long the filter was in use and no cracks noted however the filter was "wet and sticky".

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed. The extension set was visually inspected and no anomalies were noted. Functional testing and pressure testing confirmed a leak on the vent area of the filter. The root cause of this failure was not identified.